Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dents on distal edge a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had displayed b31 scope communication error and nothing comes up on the screen. The issue occurred during an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had displayed b31 scope communication error and nothing comes up on the screen. The issue occurred during an unspecified diagnostic procedure. There were no reports of patient harm.